Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure issue. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g2, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer inspected the unit and was unable to duplicate the reported issue; the device functioned normally when tested with a balloon and trainer. The issue was not reproducible. There was no indication of actual or potential harm or death. All operational and safety checks were performed.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e3.

Event description:
N/a.